Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, suture placement was attempted in the right common femoral artery with a proglide device using the preclose technique. Reportedly, cuff misses occurred with two proglide devices. The arteriotomy was 6f. The sutures of two additional proglide devices were successfully pre-placed using the preclose technique. The sheath was upsized to 18f. The aaa procedure was completed and the two successfully pre-placed proglide sutures achieved hemostasis. Hemostasis was also achieved in the left common femoral artery using pre-placed sutures of two proglide devices. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. It is reported the physician is trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.